Event description:
It was reported that the patient was experiencing diaphragmatic and nerve stimulation caused by the right atrial (ra) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.